Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the distal esophagus during an esophagogastroduodenoscopy (egd) procedure for varices performed on (B)(6) 2025. During the procedure, it was noticed that the bands would not deploy from the ligator cap. The procedure was completed with another speedband superview super 7device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.